Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382623 and lot number 5028462. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B. Incident occurrence information is pending clarification.

Event description:
It was reported that bd insyte autog bc wing needle pierced the catheter. The following information was provided by the initial reporter: the plastic catheter is not fully entering the vein, or it is being punctured by the needle and splitting off. A total of 15 catheters have had issues so far. No injuries or adverse events. Customer responded on 13-may. Defective incident dates - monday april 28th to wednesday april 30th.